Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged intellis belt. An email was sent to repair to replace the belt. See crts/case rtg for the report of broken belt. Pt requested information on medical jewelry. Pt had questions on diagnostic ultrasound, agent reviewed. Pt stated she had an EKG in the past and the scs device interfered. Pt states this happened last friday where the EKG interfered with the device, agent reviewed this can happen with the EKG causing interference.